Event description:
Device 2 of 2. Reference MFR report # 1627487-2010-01069. The pt received her scs system in 2004. It was reported that the pt was experiencing overstimulation when she stretches or moves. An x-ray showed that all system connections were intact. The pt's system was replaced on (B) (6) 2008. F/u on the patient found that no further issues have been reported. The explanted lead and ipg were returned to ans for eval. No further info is available.

Manufacturer narrative:
Device 2 of 2. H6 eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The ipg passes the auto test. The ipg has a cut on the antenna silicon but passes the saline test. The ipg fails the auto test in the magnet mode. A manual test was performed and the magnet mode functions properly. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.